Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a detached sensor wire was reported. The sensor was inserted into the arm on (B)(6) 2019. The patient stated upon removal of the sensor, they did not see the sensor wire and had a bruise on their arm. The patient went to urgent care to have an x-ray done to see if the sensor wire was still in the body. The results of the x-ray image did not show a sensor wire. At the time of contact, the patient was doing fine. No product was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. Labeling indicates: all patients can use their bellies (abdomen). Patients 2 to 17 years old can also choose their upper buttocks. Look for a place on your belly or upper buttocks where you have some padding. The sensor is not tested or approved for other sites. Talk to your hcp about the best site for you. No additional patient or event information is available.